Event description:
It was reported that the "1" button on the pump touch screen was unresponsive. The customer's blood glucose was 130 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.